Event description:
Reporter alleged glucose reading was in the 500s mg/dl and took insulin based on the result however customer felt low glucose but did not test. It was reported customer ate and felt better 1/2 hour later. Reporter stated the following saturday, meter read 566 mg/dl, took insulin, and felt low; however when retested the result was 36 mg/dl. Reporter indicated eating once again and felt better however no medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.